Event description:
It was reported to boston scientific corp in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on the same day. According to the complainant, after removing the biopsy forceps from the packaging, the nurse found a slight bend in the head of the device. Furthermore, upon removal of the protective black cap, an additional bend as found in the mental head of the forceps. The procedure was successfully completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.